Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. The complaint device was not returned for evaluation. However, the receiver (str-dr-001 / (B)(4)) that was used with the complaint device was provided for investigation on (B)(6) 2015. A follow-up report will be submitted upon completion of device evaluation. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the returned receiver (part number str-dr-001/serial number (B)(4)/lot number 5200830), was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.